Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that intermittent loss of capture (a few seconds) was noted approx. 146 months after the implantation. Impedance decreased from 620 to 420 ohms. Patient is pacemaker dependent. The lead remains implanted and in service.